Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system with non-bsc leads were explanted due to infection. No additional adverse patient effects were reported.